Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the ring electrode was found damaged. These findings can be considered as the root cause for the observed noise issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 9 months after implantation, during follow-up oversensing was noted on the right ventricular channel. No inappropriate shocks were delivered. During the lead extraction insulation damages were noted in the area which was placed under the clavicle. No adverse patient side effects were reported.